Manufacturer narrative:
(B)(4). The customer was provided with a replacement battery. The battery was not returned to physio-control for evaluation. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.

Event description:
The customer contacted physio-control to report that they checked the charge level of their device battery and found that the device battery was at a very low state of charge which may not be sufficient for patient use. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). In the initial medwatch report physio-control advised that the reported issue was related to corrections and removals # 3015876-05/01/2014-001c. Upon further investigation, however, it was determined that the customer's device had previously received the software update which resolved this condition. Therefore, the device would have properly alerted the device end user to replace the battery when it was at a very low state of charge. After multiple attempts, physio-control was unable to contact the customer to confirm the details surrounding reported issue. As a result, physio-control has determined that it is reasonable to conclude that the device had operated as intended and is not associated with corrections & removals # 3015876-05/01/2014-001c.